Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that a partial lead was returned in two pieces. An insulation abrasion was noted at 40.0 cm to 40.3 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).